Event description:
Reporter alleged obtaining a discrepant blood glucose result of 180 mg/dl back to back within 10 minutes of a result of 98 mg/dl when testing her friend using the aviva system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.